Event description:
It was reported that the patient never had therapeutic effect. Since the implant, the implantable neurostimulator (ins) had not helped her bladder or bowel at all. The patient's health care professional (hcp) turned it down really low because she could feel it pulsating in her body when she laid down. The patient ran to the bathroom because her stomach was upset. However, this had been going on before the device was implanted. The patient had irritable bowel syndrome. Also, the patient experienced hip pain that started two or three weeks prior to the report. She had problems with the right hip that goes down her leg, where the device was. The pain was below the implant site. The patient wished to get electronic acupuncture on her hip. There were no falls or traumas reported. The hcp tried to turn it up and changed the programs from 1, 2, and 3, but had not tried program 4. It was supposed to help her bowels too but that had not happened either. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0l8cj, implanted: (B)(6) 2014, (B)(4).